Event description:
It was reported that the patient had already checked out, however prior to that, the removal of the right subclavian central venous catheter (cvc) was ordered. The nurse used the technique established by the institutional protocols to remove the cvc. She removed the sutures, then attempted to remove the cvc. It was then that the nurse realized that the cvc did not come out completely and immediately informed the attending doctor who ordered radiography of thorax. The radiography results confirmed the presence of foreign body in the left hemothorax pulmonary vessel. As a result, the doctor requested the urgent transfer to the (B)(6) for surgical removal of the catheter. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Correction: the original report indicated that no sample was expected to be returned for evaluation and no evaluation could be performed. A product sample has since been received and the investigation was conducted. Evaluation codes have been updated to reflect those results. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 2- lumen catheter which appeared used. The catheter body was separated at the 5 cm mark. The distal portion of the catheter was not returned. The end of the separated catheter body was at an angle. Part of the end was relatively flat and part had an irregular shape. It appeared like the catheter body had been partially cut and then torn. A review of manufacturing records did not yield any relevant findings. Based on the appearance of the catheter and the report that the separation occurred during removal, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.